Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms beginning approximately 1 year ago. The device was then reprogrammed to aai. Subsequently, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Measurements on both leads in unipolar configuration were within normal limits, however, myopotential noise was seen. Further review of stored device data noted a previous stored episode that showed evidence of myopotential oversensing on the rv channel, which, resulted in 2 seconds of pacing inhibition. No oversensing was noted on the ra channel. Lead fractures were suspected. An x-ray was performed and noted no obvious fracture, however, both leads appeared to make an acute bend at the top near the clavicle. Surgical intervention was undertaken. A non-boston scientific system was implanted on the right side. This left sided system remains implanted, however, was programmed to be electrically abandoned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.